Event description:
Baxter IV pump with alarm and battery error while ivf infusing. Charge nurse and house supervisor notified. Instructed to take down ivf and IV pump, submit variance report and notify biomed. No injury occurred.